Event description:
Senseonics was made aware of an incident where user was unable to maintain a stable connection between the transmitter and the sensor.after escalation to next level support, and since the user was referred back to the hcp for an additional procedure, RMA-26048 was issued for the return of the sensor for investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.